Manufacturer narrative:
Device evaluation ¿ the device evaluation has not been completed. A review of the device history record revealed no exception documents. Complaint data base was reviewed and found no similar complaints for this lot number. A follow-up report will be submitted when the evaluation is completed. Device history record was reviewed, complaint data base was reviewed. Conclusions: a follow-up report will be submitted when the evaluation is completed.

Event description:
The rotator broke during a left ventriculogram procedure. Pressure limit 1000 psi. No harm or injury was reported.